Event description:
A nurse reported to baxter (B)(4) that during therapy the set had a rupture reportedly in the tubing segment around the post dilution pump, this caused air to entrain into the blood circuit and the patient had to be washed back and another circuit put up. Patient was involved but no patient harm was reported.

Manufacturer narrative:
(B)(4). The product code is unknown therefore, the 510k is unknown. The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.